Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and was unable to confirm the customer reported malfunction. The ventilator passed all testing, and it is operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator generated a ¿bad connection¿ error codes. There was no patient involvement.